Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the crack and damage at the rear end of the subject device. Though omsc tested and tried to duplicate the reported phenomenon with the distal cover owned by omsc, it could not be duplicated and never fallen off from the endoscope because that distal cover was not cracked and damaged. The damage of the subject device might have been caused chemically by the adhesion of the anti-fog agent. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device fell off into the patient body with combination using the subject device and the endoscope, tjf-q290v during the endoscopic retrograde cholangiopancreatography procedure. The subject device which fell off was retrieved with the net by the user. The user changed to another distal cover from the subject device and kept to the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1, d10, g2, h6. A1, d10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. Reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode manufacturer site, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction testing results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, therefore, the specific root cause could not be determined. It was confirmed that the rear end of the returned distal cover was damaged. However, it is unlikely that the rear end of the distal cover will be damaged only by the load caused by the friction with the gastrointestinal tract and when attached to the scope. Therefore, other possible causes include: -it is possible that the distal cover was damaged by chemical attack due to the adhesion of the anti-fogging agent. -it is believed that this damage made it easier to detach from the scope, and that the distal cover fell off. It is prohibited to use anti-fogging agents to the distal cover and the combination endoscope, as the distal cover may be damaged due to adhesion of the anti-fogging agent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that the subject device was damaged on the rear end side of the cover, and then the subject device could easily come off the endoscope. However omsc also confirmed that the subject device will not come off the endoscope unless the cover is damaged such as undamaged or installing normally. The appearance of the subject device after investigation was no change from before. The exact cause of the reported event could not be conclusively determined. However based on the investigation, omsc surmised as follows. The rear end of the cover of the subject device was damaged, but it is unlikely that the rear end side of the cover could be damaged due to the friction with patient body during attachment or use. According to the former similar case of this user facility, it had reported that the user facility uses the anti-fog agents. So also this time, there was possibility that the subject device might have gotten the chemical attack and damaged by that anti-fog agents. As a result, it might have occurred that the subject device removed and fell off easily due to reducing fix the subject device on the endoscope. If additional information becomes available, this report will be supplemented.